Event description:
Triple lumen catheter inserted into femoral vein. The guidewire was not retrieved at time of placement. Location verified by x-ray as being in superior vena cava; then on repeat in the right jugular vein. Pt transferred to another facility for surgical removal.